Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 2067, rf (radio frequency) head. (B)(4).

Event description:
It was reported there was long boot up with grey screen that display "loading software". Communication could not be established with devices in less than 10 minutes. The platform of device never loads to begin interrogation. Multiple power offs with 15 minutes to "reset" in attempt to fix the issue with no success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the gray screen with long boot sequence. The programmer takes approximately 20 minutes to boot and then all functions run slowly including interrogation. Unable to read floppy disk, an error occurred while trying to get error log files. The hard drive was replaced and the software was reimaged and reloaded. Also when attempting to interrogate the device displays an error.